Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented at the hospital after having syncopal episode due to unknown causes. The device and lead function appeared normal. Since patient was already at the hospital and device replacement was already scheduled for next month due to device reaching elective replacement indicator, physician elected to replace the device. Physician also elected to replace the right ventricular lead even though the lead appeared to be working fine, he believed it was a good idea since patient was pacemaker dependent and the syncope was of an unknown cause. The lead was capped on (B)(6) 2018. The patient was stable post-procedure.